Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Concomitant products: unknown mentor gel implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two unspecified mentor gel implants, suffered rupture on the left side post-operatively. Rupture was confirmed via MRI. As a result, the patient was scheduled for removal on (B)(6) 2019.

Manufacturer narrative:
On 6/13/2019, mentor became aware that the reported suspect medical device was a non-mentor device. Therefore, no product failure analysis can be conducted and no determination of possible contributing factors could be made. No corrective action is warranted at this time. As a result, we are closing this investigation. Manufacturer¿s reference number: (B)(4).